Event description:
It was reported to our local partner in (B)(6) that a vns patient's seizures were decreased during the first week following their output current being increased. The pt was implanted in (B)(6) 2010 and their vns first programmed on (B)(6), twenty days since the start of stimulation was when their seizures began to increase. But after one week passed, their seizures increased, it was reported that they had seizures once or twice per 10 days, but recently they were having seizures 4-5 times per day repeatedly. No pt medication changes preceded the event. Also, the seizures occur during days rather than night, since he started vns therapy. The pt's father assumed that seizures were occurring due to stimulation, and didn't want them to be happening during the day. Therefore, he put their magnet on the generator and turned it off overnight. Then, he noticed his son had no seizure for one full day. Good faith attempts for further info thus far have been unsuccessful.